Event description:
It was reported that this device was explanted and replaced due to an unknown issue. It was noted that the related lead exhibited low impedances, which was explanted at the same time. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).